Event description:
It was reported that duringa selenia dimensions procedure, the customer reported that the entire gantry was shaking. A full system reboot was performed but it continued to shake. A field engineer examined the equipment and he proceeded to tighten the ground straps on the vta, and tighten the vta bolts. The tomo was adjusted and calibrated. The system was no longer jerking. The system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.

Manufacturer narrative:
The correct 510k is p080003.